Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased/high pacing threshold measurements during routine follow-up. The physician elected to perform a revision procedure to replace the lead. The physician was able to retract the helix without issue but experienced some difficulty removing the lead. After applying gentle traction for a brief period, the lead was able to be removed; a small amount of tissue was noted that remained on the electrode tip. A new lead was placed and the procedure completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body noted cuts in the insulation approximately 33cm from the terminal pin. The lead was returned with the helix retracted and tissue entwined confirming the reported clinical observation. The helix was subsequently tested and found to be functional. Laboratory testing was unable to reproduce the reported clinical observations of abnormal pacing threshold or impedance measurements and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased/high pacing threshold measurements during routine follow-up. The physician elected to perform a revision procedure to replace the lead. The physician was able to retract the helix without issue but experienced some difficulty removing the lead. After applying gentle traction for a brief period the lead was able to be removed; a small amount of tissue was noted that remained on the electrode tip. A new lead was placed and the procedure completed. No adverse patient effects were reported.